Manufacturer narrative:
The manufacturer received information from user of dream station 2 advance auto CPAP alleging seeing the particles in tubing/chamber and airway from device, nose irritation. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.

Event description:
The manufacturer received information from user of dream station 2 advance auto CPAP alleging seeing the particles in tubing/chamber and airway from device, nose irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.